Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on posterior assessed as fold flaw opening and observed an opening on anterior assessed as surgical damage. Additional observations: crease fold and wear abrasion observed in the fill channel. No further actions are required as the device was implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. A review of the device history record has been completed. No deviations or non-conformities noted.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.